Event description:
It was reported that following a new pump and catheter implant the pt complained of dry mouth, teeth numb, hallucinations, possibly related to withdrawal. The drug infused via the device was dilaudid. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).